Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot test were performed and failed due to receiver unit could not turn on. Functional tests were not performed due to receiver unit could not turn on. An internal visual inspection was performed and passed. The battery was verified as defective by battery substitution. The log was downloaded, after using a good known battery, finding no data within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.